Manufacturer narrative:
The investigation into the hemolysis reported during impella use is on-going at this time. Upon completion of the investigation, and if the root cause is able to be determined, a final report will be filed.

Event description:
The complainant had a patient with multiple cardiac comorbidities admitted and placed on impella hemodynamic support. During the support there were signs of hemolysis. The medical team noted elevated plasma free hemoglobin labs. Due to the patient's deteriorating condition and no chance for care to be escalated at another medical facility, the patient's family chose to withdraw care after the third day of impella support. The patient expired and the impella pump was not removed due to anatomic limitations.

Manufacturer narrative:
Since the initial report was filed, the investigation into the presumed hemolysis has concluded. The pump product was not returned for analysis and abiomed's protocol of hemolysis testing on the benchtop. The data logs were returned and revealed numerous pump positioning alarms. The pump being out of position can cause hemolysis, though without pump return, the root cause and a confirmation of hemolysis can not be verified. The failure mode will be monitored and trended.